Event description:
It was reported that a silent nite 3d appliance has broken. Reportedly the appliance has a broken connector on the lower arch, left side. No injury was reported.

Manufacturer narrative:
The device has been returned. Once the device is investigated, a supplemental report will be submitted at the conclusion of the investigation. CAPA ca-00016 applies to this complaint. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The device was evaluated, the investigation has been completed and the results are as follows: DHR results the production record for the case number was reviewed, and no anomalies were identified that may have contributed to the reported event. Stock product reviewed results no stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results the reported product has not been returned to the complaint handling team to date therefore an analysis of the physical product could not be performed. Root cause description based on the tracking label the product was noted to have been received and in glidewell's possession; however, to date the device has not been physically accounted for and sent to the complaints team for analysis. Manufacturer reference:(B)(4).